Manufacturer narrative:
The insulin pump received with constant motor error alarms during rewind due to moisture damage on motor home switch. Unable to perform rewind test, prime or compromised force sensor system alarm test and excessive no delivery test. Unable to perform displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, occlusion test and excessive no delivery test due to constant motor error alarms. Device received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked end cap, missing drive support disk sticker, loos or flush drive support disk and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.